Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device noted that the spring grip for the threaded anchor was broken. The obturator was received inserted into the cannula, prolonged insertion can cause the envelope seal to become stretched. The obturator was received. The trocar, cannula, envelope seal and circular seal appeared intact. Units were visually inspected, and they present the weld directors welded. Pmv performed functional testing, the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the plastic ring of the device broke when the surgeon was trying to secure it with a suture. Patient status was asked but unknown.